Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that when attempting to bolus, the customer observed that the pump displayed grams while at other times, the pump displayed units. The customer reported when attempting to program a bolus for 40 grams of carbohydrates, the customer observed 40 units of insulin. Then, the customer exited out of the bolus menu, and requested a bolus with the correct amount. Reportedly, the customer had not made any recent changed to the pump bolus settings and that the carbohydrates feature was set to "on". Subsequently, the customer uses four personal profile settings within the pump. There was no reported impact to the customer's blood glucose level. Tandem technical support requested for the customer to upload the pump data to review the reported event. During a follow up call on (B)(6) 2017, the customer reported that the issue had not reoccurred. Additionally, the customer reported that due to having multiple profiles, the profile with the carbohydrates feature turned off may have been incorrectly selected resulting in the reported bolus delivery issue. During an additional follow-up, the customer reported that one of the profile settings did not have the carbohydrates feature on which caused the bolus to revert to units instead of carbohydrates. Reportedly, due to the customer's certainty that the issue was resolved, the customer declined to upload the pump data logs.